Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients aneurysm ruptured the day after the type ia was first identified. The event was reported to be related to the study device. A secondary procedure was carried out the day of the rupture. An aortobiliac bypass was carried out and conversion to open repair. The patient was also treated with medication. A hole in the body of the stent graft was noted during the open conversion. There was blood noted to be pulsating through the hole. The stent graft was explanted and a tube prosthesis implanted. The hole in the stent graft fabric was noted to be located near a stent fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of an 56 mm diameter abdominal aortic aneurysm. The aortic neck had a diameter of 25-27 mm and a length of 35 mm. Mild proximal neck thrombus and calcification was present. It was reported that approximately 3 years 6 months post implant, a type ia endoleak was noted. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine. Please note that this device (endurant evo) is not marketed in the united states; however, it is similar to the united states marketed device (endurant/endurant ii). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.